Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii an rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that: the patient received a letter from her surgeon earlier this year. The patients states that she began having a sharp shooting pain that runs between the right knee and the outside of her hip in (B)(6) 2012. The pain occurs when she walks and puts weight on the leg. The pain can last from a few minutes to a few hours. She occasionally has swelling in the same area. The patient had x-rays taken (B)(6), 2012. She states that according to her doctor it appears that the stem may have moved inside the bone. She took blood test and is scheduled for an MRI. She will have a follow-up visit once all test results are received. The patient also reports that she has arthritis.